Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: got a broken pump. "Need service" on screen. No patient harm. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve leak failure (valve 1). The device had a red pump alarm at start up. Log files indicate pneumatic valve leak failure (valve 2). The device failed the hardware test for valve 2 gross vent leak. Valve 2 will be removed and replaced. No other issues found.